Manufacturer narrative:
The customer's calibration results, qc results, and system alarm trace were requested but not provided. The field service engineer found an issue with the sipper nozzle. He replaced various parts. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found the ultrasonic mixer was not mixing. He replaced the ultrasonic mixer and performed calibration and qc with acceptable results. The customer performed a successful carryover study. The investigation is ongoing.

Event description:
The initial reporter received a questionable low ise indirect gen.2 na result for one patient tested on a cobas 8000 cobas ise module. The customer confirmed qc was acceptable prior to patient testing. The initial na result was reported outside the laboratory. The customer repeated the patient's sample on the same analyzer. The patient's initial na result was 122 mmol/l, and the patient's repeat na result was 130 mmol/l. The customer determined the repeat result was correct and a corrected report was provided. The na electrode lot number and expiration date were requested but not provided.